Manufacturer narrative:
The field service engineer (fse) performed a passing system check and high sensitivity system check. The fse noted a 15-replicate precision test was out of specification. The fse observed alignments to the reagent carousel were out of specification and rebuilt the precision pump and precision valve. In addition, the fse replaced the 3-inch transducer tip and timing belt. The fse performed a successful 15-replicate precision test using low level quality control material. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as repairs and adjustments resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event.

Event description:
The customer reported imprecise troponin I (access accutni+3) results, for three patients, involving the unicel dxc 600i synchron access clinical system. The customer stated the results were released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. Corrected reports were issued to the physicians. The customer stated the laboratory retests all samples above the upper reference limit (url) of greater or equal to 0.05 ng/ml. The patients' samples were collected in 13x100 mm sodium-heparin tubes without gel and centrifuged at 3,999 rpm (rotations per minute) for five minutes, at room temperature. The customer indicated no sample integrity issues were noted. The samples were stored at room temperature between testing. The customer indicated quality control recovery was within the laboratory's acceptable range prior to and following patient samples testing. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.